Manufacturer narrative:
Preliminary analysis of the returned device revealed a failure at the level of an integrated circuit that could explain the observed behaviour.

Event description:
A intervention using electro-frequency was performed on patient heart (date unknown). After intervention, device was found in standby mode. After re-initialisation, it could not be interrogated: an error message indicated the device was in ddd pacing mode. A new interrogation attempt was performed on (B)(6) with same results. The device was forced to standby mode, however, normal device behavior could not be restored after re-initialisation: interrogation could not be completed. The device will be removed and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
A intervention using electro-frequency was performed on patient heart (date unknown). After intervention, device was found in standby mode. After re-initialisation, it could not be interrogated: an error message indicated the device was in ddd pacing mode. A new interrogation attempt was performed on 1 april with same results. The device was forced to standby mode, however, normal device behavior could not be restored after re-initialisation: interrogation could not be completed. The device will be removed and returned for analysis.

Event description:
A intervention using electro-frequency was performed on patient heart (date unknown). After intervention, device was found in standby mode. After re-initialisation, it could not be interrogated: an error message indicated the device was in ddd pacing mode. A new interrogation attempt was performed on (B)(6) with same results. The device was forced to standby mode, however, normal device behavior could not be restored after re-initialisation: interrogation could not be completed. The device will be removed and returned for analysis.

Event description:
An intervention using electro-frequency was performed on patient heart (date unknown). After intervention, device was found in standby mode. After re-initialisation, it could not be interrogated: an error message indicated the device was in ddd pacing mode. A new interrogation attempt was performed on (B)(6) with same results. The device was forced to standby mode, however, normal device behavior could not be restored after re-initialisation: interrogation could not be completed. The device will be removed and returned for analysis.